Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had their ipg relocated. It is unknown at this time the reason for the revision or the date of service.

Event description:
Follow up revealed that the patient revision was due to discomfort at the ipg site.